Manufacturer narrative:
(B)(4). Report source: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery approximately 6 months post implantation due to a dislocation, confirmed by xrays. During the procedure, it was noted that the head came apart from the insert. The components were removed and replaced. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks and gouges around the taper hole from use and explant. Side view of the spherical surface shows wear deformation and scratches. No other damage was noted. DHR was reviewed and no discrepancies related to the reported event were found. No problem was found with the device, the event was determined to be caused by a previous injury in the patient which caused the fall and subsequently the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.